Event description:
The customer reported that, during pt use, the 840 ventilator had communications error. Pt removed from device, no pt harm reported. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the inspiratory module and reseat the power supply. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).